Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. Pump was in the process of an active continuous glucose monitor session warm up period and was possible cause of battery depletion. Customer did not provide further information and no further troubleshooting was performed. There was no reported impact to customer's blood glucose.